Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling at the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. All key contacts were found to be inverted.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the keypad buttons became intermittently unresponsive a week ago, and are now unresponsive. She noted that the keypad buttons feel abnormal and soft. The patient confirmed that the keypad is intact; denied exposing the pump to cleaning products; and stated that she wears the pump on a clip.